Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker battery showed variation of remaining longevity. The healthcare professional stated that there were no changes in outputs, slight change in pacing percentages and a lot of atrial fibrillation portion of that period and was uncertain if counters were reset at last visit. Boston scientific technical services discussed the device programming and further explained that binning of data for longevity calculation and potential impact on remaining longevity displayed, as well as overall longevity expectation. An attempt to obtain additional pertinent information was unsuccessful. This pacemaker remains in service. No adverse patients effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, it was reported from the field that the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated and trigger corresponding device replacement indicators based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that this pacemaker battery showed variation of remaining longevity. The healthcare professional stated that there were no changes in outputs, slight change in pacing percentages and a lot of atrial fibrillation portion of that period and was uncertain if counters were reset at last visit. Boston scientific technical services discussed the device programming and further explained that binning of data for longevity calculation and potential impact on remaining longevity displayed, as well as overall longevity expectation. Additional information was received indicating that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because coding has been updated.